Event description:
During an esophagogastroduodenoscopy (egd) with band ligation of varices, 5 bands fired on to one varix inadvertently. Relook was done and area looked clear without evidence of ischemia. Unable to determine if the incident occurred as a result of user malfunction or as a result of a device-related issue. Reviewed by department chairs and advised to report to manufacturer for further review. Per physician documentation, "there were no complications".